Manufacturer narrative:
Eval is anticipated upon the discrepant device. An engineering analysis of the subject device will be performed.

Event description:
It has been reported to us that air was coming through the hub of the diagnostic catheter. The physician noticed that when pulling back the manifold, air was coming in through the hub of the diagnostic catheter. The physician also noticed that the sideholes on the diagnostic catheter are in the wrong location. The device will be returned for eval.